Event description:
It was reported that a patient underwent a pancreaticoduodenectomy on (B)(6) 2014 and a reservoir was used. When the nurse connected the drain to the adaptor, the anti-reflux valve of the reservoir detached. There were no adverse patient consequences

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. Upon evaluation, there was one bulb with the broken port in the base of the second rib. The broken area looked twisted. Excessive force could have been applied by the medical staff during adapter attachment. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.